Event description:
It was reported that the device was used during a sigmoid resection. The surgeon fired the device without incidence. A saline leak test was performed with positive results. The surgeon noted that the device had laid an incomplete staple line with malformed staples present. Hand suture was performed to complete the case. There was no consequences to the patient.